Event description:
It was reported that a flogard infusion pump presented an f-49 alarm. It was not specified when in the process this occurred; however, the reporter stated that the device had only been used for training purposes and had not been used on a patient. The reporter further stated that the alarm had continued even after replacing the battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.